Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the catheter was permanently bent. The doctor removed the thermocool® smart touch® sf bi-directional navigation catheter and the distal portion of the catheter was permanently bent. When the catheter was replaced, the procedure continued. There was no patient consequence.

Manufacturer narrative:
On 16-may-2024, additional information was received indicating it was found during use that the curve mechanism was not jammed; shaft was bent instead. The distal end of the catheter behind the proximal electrode was bent. Based on the information received, this evet is no longer considered to be MDR reportable since the device was not stuck in a deflected position. The h6. Medical device problem code has been updated from mechanical jam (a0506) to material twisted / bent (a040609). Manufacturer's ref. # (B)(4).